Event description:
When the doctor was removing the chemo-cath it broke and partially remained in the subcutaneous tunnel. A tiny incision was made in order to access to the distal part of the catheter in the tunnel. Thus, the chemo-cath was removed with no complications.